Manufacturer narrative:
This report is filed january 23, 2015.

Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. During an exploratory surgical procedure on (B)(6) 2014, the device was found to have been partially inserted, resulting in the decision to explant the device. The device has not been made available for analysis as of the date of this report, december 16, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.